Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the tip of the tube has a defect and leaked during ventilation. The eb tube was removed and changed. No pt injury reported.